Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their son, who administered a glucagon shot to address bg. The customer¿s son called emergency medical services (ems), but the customer declined ems services. Recommendation was made to consult with a healthcare provider to discuss diabetes management.